Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother called in to order presents for the customer. The mother mentioned that the customer had been having trouble with the insulin pump not delivering insulin. Mother also mentioned a hospitalization back in 2001 or 2002 due to a collapsed cannula on the infusion set. The mother had to end the phone call because she did not want to be on the phone when her daughter came home. Advised the mother to call back when she has access to the insulin pump and the customer is available. Nothing further reported.